Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath in three pieces. The sheath body was broken along the score lines creating two pieces and one of the tabs was separated form one half of the sheath body creating the third. The inside of the separated tab contained approximately 3-4 mm of sheath bod y. A review of manufacturing records could not be performed because no product or lot number were reported. However, the probable cause is manufacturing related and further investigation has been initiated at the manufacturing site. The reported lot number is included in the scope of a recall initiated for this issue under our reference number 2518433-101415-009-r.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician was attempting to peel away the sheath. At which time, the sheath tab broke off from the body of the sheath introducer. The clinician was able to peel away the sheath and leave the catheter in place. They do not know if there was a delay in treatment and there was no patient death or complications reported.